Event description:
Consumer reports high readings with one vial of strips. Analysis run on clarke error grid using competitive meter readings (39,205) as ref points vs. Bd readings (200, 425) yielded data points in the e/c ranges of the grid, outside acceptable ranges.